Event description:
Item number is: 1 mm 25awg green tip cannula p/n is 100-42. According to the (B)(4) area sales manager and the procedure nurse's email received on 7/12/2017, the following event was reported; "I have a soft tip cannula; lot# 534355 / ref # 100-42 with an expiration date of 08-2018, that broke off in the patient's eye with dr. (B)(6) today. She was able to retrieve the broken fragment and remove it from the patient's eye. I have the product and packaging for your company's analysis. The greentip soft tip cannula is a device that is indicated for irrigation/aspiration during eye surgery. The greentip soft tip cannula is manufactured by peregrine surgical and OEM distributed by (B)(4) (e.g., private label distributor). The incident occurred during pars plana vitrectomy (ppv), which involves removal of vitreous gel from the eye. Surgical instruments are introduced through the pars plana. In this event, the tip was reported to have broken off in the patient's eye. The physician was able to retrieve the tip. A delay in therapy resulted, but the patient was not injured, according to the report. Visual examination was consistent with the customer complaint that the tip broke off in the patient's eye. The tip was found to be missing. The device was in-date with respect to the expiration date of 08-2018 at the time of the event. The protective plastic sheath was observed to have been crushed.